Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at hospital with discomfort, dizziness and syncope. It was noted that the pacemaker and the left ventricular (lv) lead exhibited unspecified issue. The lv lead was explanted and replaced. There were no patient consequences.